Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead became dislodged into the patent foramen ovale (pfo-an opening in the septum wall between the two upper atrial chambers of the heart) of this patient. The lead was repositioned however, a threshold rise was noted at the pre-discharge interrogation. The lead was then explanted and a new rv lead successfully placed. There were no further patient effects reported.

Manufacturer narrative:
To date, this lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.